Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported during follow up that an occlusion was observed in the implanted endurant ii 16x13x156 contralateral stent graft limb. The physician elected to perform a thrombectomy and to implant a bare metal stent. The occlusion event was resolved. Per the physician, the cause of the occlusion was due to oversizing. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.